Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/03/2014 with the following findings: a visual inspection confirmed that the keypad button cover was intact with no evidence of peeling. Testing confirmed that all of the keypad buttons experienced a delayed response. Contamination was visible underneath all of the button contacts. Additionally, the audio bolus button was torn with a small hole at the center of button, but the button still functioned as expected. Unrelated to the keypad issue, the display screen had dim, pink and fading lettering. There was a crack at the top of battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the up, down, and ok buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).